Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. Te reported problem (does not charge or recognize battery back) was confirmed. Upon eval, the battery board was contaminated. The cause of the inability to recognize a battery pack is the contamination. The root cuase of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the charger/modem would not charge his battery packs. The pt was issued a replacement battery pack.